Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime/a33 rewind test due to loose drive support disk. Pump received with stripped battery cap(p) coin slot and cracked battery tube threads. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had slightly slower to rewind. Battery cap had started to fracture. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.